Event description:
According to the reporter: during the operation the balloon broke. No pt injury was reported. No further info available at this time.

Manufacturer narrative:
Date initial report sent: 08/11/2008.